Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypad traces. No button error alarm noted during testing.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 44 mg/dl at the time of incident. The customer stated that she treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.